Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of a hole in the tube was not observed. Additionally, retention samples were selected from in-house inventory and inspected and no issues were observed as all retention samples met specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as bd had not received a sample or photo from the customer facility for investigation, the customer¿s indicated failure mode of a hole in the tube was not observed. Retention samples were tested and all specifications were met as no issues with the molding of the tubes were observed. Root cause description: there was no sample or photo available for evaluation. Based on the investigation, a root cause could not be determined. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported by a consumer there was a hole found in a bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml and blood leaked after use. There was no report of injury or medical intervention.